Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: sub-acute thrombosis (sat), requiring medical intervention to prevent permanent impairment or injury. Device issue: no device malfunction has been reported. It was reported that two 2.5 x 28 mm xience v stents and a 2.5 x 23 mm xience v stent were implanted in a lesion in the left anterior descending (lad) artery and a 3.5 x 15 mm xience v stent was implanted in a lesion in the circumflex artery. The pt was scheduled to have percutaneous coronary intervention (ptci) on a chronic total occlusion in the right coronary artery (rca) in the next few weeks. However, two days post procedure, the pt experienced chest pain (angina) and was sent back to the cath lab. A coronary angiography was performed and a sat was noted in the mid to distal lad. Plain old balloon angioplasty (poba) was performed to treat the sat and the pt was sent back to ccu. No additional event or pt information is available.

Manufacturer narrative:
Results and conclusion summation - angina, and thrombosis, as listed in the IFU are known adverse events associated with coronary stenting. These known pt effects are not necessarily an indication of a product quality issue, as there was no reported device malfunction during the procedure. In this case, it is possible that the angina is a secondary effect of the thrombosis which required ptci and hospitalization. However, a conclusive root cause for the reported pt effects and the relationship to the devices, if any, cannot be determined. The 2.5 x 28 mm and 2.5 x 23 mm xience v stents indicated are being reported under this manufacturer report number.